Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving stimulation in the right side of his pain pattern but is receiving only left side stimulation. This issue occurred (date of event is unknown) gradually following a fall 3 months prior. It was also reported the scs lead has migrated to the left. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing.

Event description:
Additional information received identified the scs lead was explanted and replaced. The issue resolved following the surgical intervention.